Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Unable to retrieve event history log (ehl) due to constant sound with no displayed alarm. During analysis, the reported issue was able to be duplicated. It was identified the radio board and antenna had contamination. Corrosion was also identified in main pc board and interconnect board. Service replaced main pc board, interconnect board, radio board and antenna. Power up and self-test process.

Event description:
It was reported that screaming alarm and green screen was experienced.